Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for evaluation. Device history records indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 2002. Four years later, the patient's knee was revised due to osteolytic cysts.